Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis occurred as per the academic research consortium definitions.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that per death certificate, the immediate cause of death was acute myocardial infarction. The sequentially condition leading to the death was reported as hypertension. No autopsy was performed. No action was taken in response to the event. The patient was last contacted in (B)(6) 2016 during protocol-specified 3 year annual visit and at that time patient was doing well.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02236. (B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient presented with unstable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) with 99% stenosis and was 15 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with direct stent placement of a 3.00 x 16 mm promus element¿ plus stent, resulting in 0% residual stenosis. Target lesion # 2 was a de novo lesion located in the distal left circumflex (lcx) with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.50 mm. The lesion was treated with direct stent placement of a 2.50 x 12 mm promus element¿ plus stent, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient expired at home and cause of death is unknown.